Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Root cause: the reported issue (8015 error 132.3000) was likely due to a misaligned or stuck tamper switch. Addressing this by adjusting or replacing the tamper switch, as well as ensuring proper alignment of the tamper boot seal, resolved the problem.

Event description:
It was reported that the 8015 had error 132.3000. Tried replacing sio board assembly but still showing error 132.3000. There was no patient involvement.